Event description:
Litigation papers allege the patient suffers from pain, metallosis, component loosening, inflammation, chromium and cobalt toxicity, disfigurement and mental anguish. Update 9/24/12 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. Update rec'd 5/26/15 - sales rep reported revision surgery. Patient was revised to address pain. The stem and sleeve are being added for elevated metal ion levels. The complaint was updated on: 6/4/15.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Manufacturer narrative:
Additional narrative: depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update 6/7/16 - medical records received. Medical records reviewed for MDR reportability. Revision surgical report noted metallosis, hypertropic tissue, increased, pain, swelling, discomfort, elevated metal ions with positive mars MRI, large amount brownish fluid in joint, moderate trunnionosis present with blackish material underlying the neck of trunnion, stained bursa and no mention of any loose components.